Event description:
Per the clinic, the patient was treated with IV antibiotics (specific date and duration not reported) and the device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, it was reported that the patient was treated with oral antibiotics for two months (specific date not reported) and topical antibiotics (specific date and duration not reported). The implant site has been healed completely.

Event description:
Per the clinic, the patient experienced infection and skin breakdown at the implant site, due to the sound processor fixation method. The clinician has requested for an exchange of the sound processor fixation method. The implanted device remains.